Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial # (B)(6); implanted: explanted: product type accessory product ID hh9020tdd lot# serial # (B)(6); implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 15-apr-2022, ud I#: (B)(4). H3. Analysis of the communicator found micro usb port was loose and electrical failure (trs210001.18/led3 on intensity/52192/flo). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain and post lumbar l aminectomy syndrome. The patient reported that they were having issues connecting their communicator to their pump. Agent walked patient through accessing myptm but "no pump found" appeared. Patient confirmed bluetooth and location was on. Agent had patient reset communicator and handset but still "no pump found" message appeared. The issue was not resolved. Agent sent a request to repair to replace the communicator. Agent warm transferred patient to healthcare it (hcit) for further assistance. Patient called back a few days later and stated they received a replacement communicator and handset but the handset did not have a prepaid shipping label. Agent reviewed they can use the communicator prepaid label to send back both items.